Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed, and the reported failure was confirmed. The unit was tested on an in-house system in normal mode where it triggered error 319. The unit also failed fiber test. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
Based on the claim against the product by the customer noting that arm 2 became disabled, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) went on site and replaced arm 2 to resolve the issue. Isi has received the universal surgical manipulator (usm), but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted urological surgical procedure that arm 2 was lost during the case. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the system logs and confirmed errors occurred against universal surgical manipulator (usm) 2. The tse also noticed usm 2 was disabled and informed the customer that in order for the arm to enable, a system power cycle would need to happen. The customer performed the power cycle, but as soon as the system powered on, the 319-error showed, pointing to an issue with the axes controller carriage (acc) board. The customer disabled the arm and continued with the procedure. There were no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.